Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the chisel is broken, and all pieces are available. The microscopic view of the broken surfaces does not show any anomalies of materials structure. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. Further investigation on the available broken off part shows that the blade is blunt is even was damaged on one half. Probably the blade got in contact with metallic parts. Instruments have to be checked and replaced during and mainly after surgeries if there are initial damages or wear. It is possible that instruments have to be replaced even after first surgery if there is any wear or damage. Please consider our general guidelines for reprocessing, care and maintenance.

Event description:
It was reported the chisel broken during a total knee replacement surgery. The instrument was only used for one year before it broke. This is report 1 of 1 for complaint (B)(4).